Manufacturer narrative:
(B)(4). The device was received and sent to atricure engineering for analysis. The complaint was confirmed. There was slack in the articulation cables causing the head to flop out of position. There was slack in the "up" cable allowing the head of the device to flop.

Event description:
It was reported that during an avr with pvi and laa, the clip would not lock into place up and down. It locked laterally left to right but , was flopping up and down. Another device was opened and the case proceeded without further circumstance. The case was delayed for five minutes, there was no patient harm.